Manufacturer narrative:
It was reported that rosa device shutdown during the surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the cause of the event is a known design issue.

Event description:
The patient had been pinned, registered and 9 trajectories were implanted before a communication failure shut the system down while the surgeon was drilling the 10th trajectory (around 3:05 pm). There were no cables pinched and the arm did not appear to be at its limits. The system shut down and restarted and the case continued as planned. This restart of the system only delayed the case about 5 minutes